Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the mid lad. The orsiro was attempted to be advanced but could not cross the lesion. Therefore, the device was withdrawn, and it was detected that the stent was dislocated on the balloon. The device was not used anymore. Another orsiro with same size was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2022, opened on wrong device. Closing this report. Correct lot: 05215104, reported on MDR: 1028232-2022-04031.